Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted to make an appointment with a rep to have the device reprogrammed because the device was not 'functioning properly.' It was noted that the 'device has never worked right.' No patient complications were reported.